Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing alarm), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The patient was connected at the time of the alarm. The cause of the alarm was not determined during troubleshooting by the baxter technical service representative (tsr). The tsr helped the patient clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional relevant information becomes available.